Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away in hospital. The customer was hospitalized on (B)(6) 2017. The cause of death is unknown/natural. The caller stated that the customer had other health issues such as renal issues, massive weight loss, and various other issues that may have contributed or led up to the customer's passing. The customer¿s blood glucose was unknown at the time of death, but was at 115 mg/dl at the time of admission. The customer was not wearing the insulin pump at the time of death. The pump had been disconnected more than 2 days prior to passing. The pump was disconnected as they were having problems stabilizing the customer's blood glucose levels using the pump. The customer was using sensors. The caller agreed to return the insulin pump for analysis.